Event description:
It was reported that the pt died. Neither the cause of death nor any symptoms were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.